Event description:
Patient came in for peg tube removal and during procedure the bumper broke off inside the patient. The patient had to be emergently taken to the or where an egd was performed. During the procedure it was determined that the bumper had already passed through further imaging revealed the bumper was in the distal email intestine. Patient was discharged with the education to come back to the hospital if symptoms of a bowel obstruction appeared.